Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, g6, h2, h6, d4, e3. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-dec-2022 to 30- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawer 1 rear row board was not responding. A technical support specialist checked the drawer 1 row board and was working with no errors. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis medbank cubie failed to open, because the row board was not responding in diagnostics. The customer stated that they were unable to remove 300mg of gabapentin. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 1 rear row board was not responding. A technical support specialist checked the drawer 1 row board and was working with no errors. The system functioned as intended after troubleshooting the device.

Event description:
It was reported when using the pyxis medbank system cubie failed to open, because the row board was not responding in diagnostics. The customer stated that they were unable to remove gabapentin 300mg. There were no adverse events or injuries reported based on this event.